Event description:
It was reported, "during a deep vein puncture for the implantation of a central venous catheter, the guide wire responsible for guiding the insertion of the catheter bent and prevented the catheter from being properly placed. During the attempt to remove the guide wire, the wire was damaged, and the fragment was about to be embolized into the patient's circulation. Fortunately, it was possible to remove the rest of the wire, but the puncture was compromised. This led to greater morbidity for the patient who had to undergo a new puncture. I would like to take this opportunity to inform you that similar occurrences with this material are quite frequent, putting patients' health at risk." The patient's current condition is reported as "unknown". Additional information was requested from the customer; however, further details were not provided. Associated MDR numbers include: 3006425876-2025-00461 and 3006425876-2025-00462.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "during a deep vein puncture for the implantation of a central venous catheter, the guide wire responsible for guiding the insertion of the catheter bent and prevented the catheter from being properly placed. During the attempt to remove the guide wire, the wire was damaged, and the fragment was about to be embolized into the patient's circulation. Fortunately, it was possible to remove the rest of the wire, but the puncture was compromised. This led to greater morbidity for the patient who had to undergo a new puncture. I would like to take this opportunity to inform you that similar occurrences with this material are quite frequent, putting patients' health at risk." The patient's current condition is reported as "unknown". Additional information was requested from the customer; however, further details were not provided. Associated MDR numbers include: 3006425876-2025-00461 and 3006425876-2025-00462.